Event description:
A patient reported experiencing inaccurate erratic results with a ot profile meter. The patient's blood glucose results were 61 mg/dl, 268mg/dl, 310 mg/dl. Test were done < 10 minutes apart with a difference of 69%. Patient did not experience any adverse event. No further information has been reported.